Event description:
The pt was revised because of loosening, poly wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening or polyethylene wear; however, the reported pt large physical stature in combination with the length of time implanted could be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.